Event description:
It was reported that this lead was an attempted implant. During the procedure, due to tough and tortuous anatomy, both the lead and the catheter sustained damage. The anatomical challenges complicated device advancement and positioning, which ultimately resulted in the lead becoming fractured. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.